Event description:
Customer reported before intubation it was noticed the balloon did not hold the injected air. Customer confirmed the trach was pre-tested with water successfully. Device was not used on patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Referencing related medwatch report 2936999-2014-00172.